Manufacturer narrative:
The citadel bed frame inspection conducted by the arjo representative revealed a side rail malfunction. The side rail detached (the side rail lower arm was detached from the bed frame). There was no allegation of patient involvement. No injury was reported. The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition (the side rail lower arm was detached from the bed frame). The instructions for use for citadel bed (B)(6) include the instructions "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detachment. Arjo device failed to meet its performance specification since the side rail lower arm was detached. There is no indication of patient involvement when the malfunction occurred. The complaint is decided to be reportable due to the indication that the side rail detached.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the bed side rail was detached. No injury was reported.